Manufacturer narrative:
Product analysis: the valve was not returned therefore no product analysis can be performed. Conclusion: without return of the products, no definitive conclusion can be made regarding the clinical observation. The date of event is estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately four years and one month following the implant of this transcatheter bioprosthetic valve, the valve was explanted for an unknown reason. No additional adverse patient effects were reported.